Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing an unknown delivery system into a cauliflower shaped laa. No issues were observed during preparation which was observed by the abbott proctor. During implantation attempts, re-sheathing was required twice due to anatomy. During the third attempt to implant, the device unexpectedly released from the delivery cable while lobe was in the landing zone and the disc was still in the delivery sheath. The delivery cable was able to be re-screwed into the occluder and the occluder was removed. A replacement 25mm amulet laa occluder was then implanted successfully utilizing the same delivery system. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
An event of premature separation during procedure was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. It was indicated that re-sheathing was required twice due to patient anatomy which may have contributed to the reported event but could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, it is possible the device was not attached securely enough to the cable in the field; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.